Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a cracked reservoir tube lip. Data analysis: there is no data available due to the device did not have a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer disconnected the insulin pump due to not being able to get the device to work. The caller stated that the customer passed away in a hospital on (B)(6) 2016, in a hospital. The customer was hospitalized between (B)(6) 2016, due to heart issues. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected prior to hospitalization, by the customer, six months prior to death, due to not being able to get the insulin pump working. The customer was not using sensors. The caller agreed returning the insulin pump for analysis. The caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.